Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection noted that the stylet was coming out of the lead lumen. The conductor coils were separated and a puncture was seen in the insulation due to the stylet. No further testing was performed and laboratory analysis confirmed the clinical observation.

Event description:
Boston scientific received information that during the implant procedure of the right ventricular (rv) lead narrowing of the of the cephalic vein was noted when advancing the lead. Finally the lead broke while the stylet came out of the lead tip. A new rv lead was used. The lead not implanted will be returned.